Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using a bd facsaria¿ flow waste leakage without bleach was not contained within the instrument. There was no report of patient impact. The following information was provided by the initial reporter. It was reported that there is a nozzle issue. Close loop nozzle circuit back pressure. 1. Was the leak liquid or air? Liquid 2. Was the leak contained within the instrument? No 3. (If not contained) was there spray of fluid under pressure? No 4. What was the fluid that leaked? Waste 5. What is the source of leak ¿ before waste line or after waste line? Before -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No 6. Was the customer/bd personnel physically in contact with the fluid? No 7. Where did the physical contact of fluid occur? N/a 8. What personal ppe was being used during the occurrence? Was present when customer saw the issue, so can' t answer 9. Was there any impact to patient samples due to leak? No 10. Was customer/bd personnel harmed/injured? No

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd facsaria¿ flow waste leakage without bleach was not contained within the instrument. There was no report of patient impact. The following information was provided by the initial reporter. It was reported that there is a nozzle issue. Close loop nozzle circuit back pressure. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. What is the source of leak ¿ before waste line or after waste line? Before -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? N/a. What personal ppe was being used during the occurrence? Was present when customer saw the issue, so can' t answer. Was there any impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No.